Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 51 days (B)(6) 2021 per timestamp). A no external power alarm was active on (B)(6) 2021 at 08:15:30. This alarm occurred while connected to the mpu and appears to be caused by a loss of a/c power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to 0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms. Additional information provided on 26apr2021 stated the no external power event was caused by a power outage. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped on (B)(6) 2019. Heartmate ii instructions for use (IFU)section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii IFU section 3 ¿powering the system¿ and heartmate ii patient handbook section 3 ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
There was a no external power event on the mpu on (B)(6) 2021. There were no other unusual events seen on the log file. It was reported that the no external power alarm was due to a power outage at their home. No additional information was provided.